Event description:
Patient - a (B)(6) caucasian woman - was treated with three sessions of ipl - intense pulsed light - on her face for rosacea and poikiloderma of civatte. The ipl machine used is ellipse flex ptt wavelength 555nm to 950nm-. The treatment took place on (B)(6) 2011 - roughly 4 weekly interval-. There was no adverse event associated with the first two treatments other than erythema lasting for a few days. For the third treatment, there was no immediate adverse event but about one month later patient noticed appearance of depression scars, pitted scars as well as linear scars on her right cheek. This raises the issue if ipl can affect deeper tissues such as deep dermis and fat, and if enough studies have been done to ensure its safety despite the claim of it being a non-laser and safe device the use of which is not only available to medical community but beauty industry as well in some countries.